Manufacturer narrative:
(B)(4). The complaint sample was not returned to maquet (B)(4) for evaluation. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), it was identified that the cannulae kinked because of the heat of the blood. (B)(4).